Event description:
It was reported that during a laparoscopic colon surgery, the surgeon opened three different clip appliers because the clips applied were not completely closed in their proximal part, and therefore the vessel he intended to close kept bleeding. In the end, the surgeon used a different clip applier to complete the case. No adverse patient consequences reported. Surgery time was prolonged by about 20 minutes.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good visual condition.  In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that the device c was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device c additional information: batch # j9244g; expiration date: 07/2017; manufacturing date: 08/2012.

Manufacturer narrative:
(B)(4).